Manufacturer narrative:
All available information indicates this device and right ventricular shocking lead remain in service. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that following this recent upgrade procedure, post pocket closure, the right ventricular lead's shocking impedances were out of range. The shock vector was reprogrammed to distal coil and measurements were within normal range. Technical services discussed possible electromagnetic interference, however since the distal to can vector was consistently in range may suggest a connection issue. Technical services recommended repeating dft testing if shock vector is changed. No adverse patient effects were reported.